Event description:
The customer reported that intermittently the display is not clear.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.